Event description:
The doctor inflated and deflated balloon multiple times. On one of the inflations the balloon rupture probably because of jagged plaque. There were no issues with the patient as this can be common with balloons. Physician opened another balloon and proceeded with case.

Manufacturer narrative:
On 5/19/16 - please note the address of the manufacturer has been corrected. Due to disposal of the balloon catheter at the hospital, no technical investigation on the device could be performed. The manufacturing history of the product was reviewed to determine whether there was any deviation that could account for this event. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause was identified. The rupture of the balloon is most likely related to the patient anatomy. Biotronik vi regrets any inconvenience caused and looks forward to working together with you. If you have any further questions, please do not hesitate to contact us.